Manufacturer narrative:
The cobas e801 analytical unit serial number was (B)(6) calibration and qc were acceptable. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient's serum/plasma samples tested with elecsys hcg+beta (hcg+b) assay on a cobas e801 analytical unit (cobas 2) when compared to a different cobas analytical unit (cobas 1). Sample 1: initial result: >10000 miu/ml (tested on cobas 1). 1st repeat result: 17103 miu/ml (tested on cobas 1 using 1:100 auto-dilution). The original sample was also repeated 3 times on the original analytical unit: 2nd repeat result: 9840 miu/ml (tested on cobas 2). 3rd repeat result: 9636 miu/ml (tested on cobas 2). 4th repeat result: 9642 miu/ml (tested on cobas 2). 5th repeat result: 17145 miu/ml (tested on cobas 2 using 1:100 auto-dilution). 6th repeat result: >10000 miu/ml (tested on cobas 1). 7th repeat result: 18850 (tested on cobas 1 using manual 1:50 dilution). 8th repeat result: 20100 (tested on cobas 1 using manual 1:100 dilution). 9th repeat result: 18517 miu/ml (tested on cobas 1 using auto-dilution). After cobas 2 was recalibrated, the original sample was tested on (B)(6) 2024: 10th repeat result: 10000 miu/ml (tested on cobas 2 and accompanied by a data flag). 11th repeat result: 19392 miu/ml (tested on cobas 2). On (B)(6) 2024, a new sample (sample 2) was withdrawn and tested. Sample 2: initial result: 9840 miu/ml (tested on cobas 2). The same sample was then repeated twice: 1st repeat result: >10000 miu/ml (tested on cobas 1). 2nd repeat result: 20100 miu/ml (tested on cobas 1). No questionable results were reported outside the laboratory.

Manufacturer narrative:
The alarm trace showed 31 sample quality-related alarms between (B)(6) 2024. The investigation noted that the last calibration before the event was performed on 13-jul-2024. The recalibration on 04-oct-2024 had calibrator 2 signals about 10% lower and comparable to the other analyzer. The recalibration of the affected reagent pack resolved the issue. The investigation determined the calibration/reagent used had caused the event. The investigation did not identify a product problem.